Manufacturer narrative:
(B)(4) the disposable parts involved are being evaluated at the manufacturer sites in (B)(4). The field service representative (fsr) arrived at the user facility on 8-oct-2015 to inspect the perfusion system, but the system was being used on a case. The fsr returned on 9-oct-2015 and inspected the system operation and the reported issue. The fsr found the system to function properly. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) line that connected to the oxygenator popped off and the patient lost a lot of blood. The device was not changed out. The tubing was pushed back on the connector and kept slipping off, thus the perfusionist (ccp) had a nurse hold the tubing on the connector as he placed a new tie band. The ccp checked for air in the cpb circuit and returned to cpb. Time off cpb was about one minute. The surgical procedure was completed successfully. There was no adverse consequences to the patient. Per the clinical review on (B)(6)-2015: according to the ccp, about two hours into cpb as the patient was being rewarmed, a recirculation line that was attached to the cardioplegia port of the rx 25 oxygenator came off the cardioplegia port. According to the ccp, the tubing was tie banded. At the time, the arterial flow rate was about 6 liters per minute (l/min) and no cardioplegia was being given at the time. According to the ccp, there was no high pressure event observed prior to the disconnect and no known issue with clotting (activated clotting time [act] > 600 seconds). The ccp stated there was no indication of any issue with the sarns 8000 perfusion system and this included no observed problem with line pressure measurement and/or pressure limitation functionality of the arterial monitor. According to the ccp, blood was spraying from the port and the estimated blood loss was about 500 ml. The ccp came off cpb to re-connect the tubing and inspect the system for air. The tubing was pushed back on the connector and kept slipping off, thus the ccp had a nurse hold the tubing on the connector as he placed a new tie band. He checked for air in the cpb circuit and returned to cpb. Time off cpb was about one minute. No other issues were observed with the cpb circuit or sarns 8000 for the remainder of the procedure. The patient was weaned from cpb without issue and was alert and responsive later in the day in the intensive care unit (ICU). The surgery was completed, as scheduled, with a one minute delay and a 500 ml blood loss was estimated. There was no harm of the patient observed in the operating room (o/r) or in the ICU.

Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.